Event description:
Customer's father stated that the insulin pump is under-delivering insulin. Customer has changed the infusion set and the blood glucose reading are going higher. The insulin pump does complete the prime process. Customer has treated the high with manual injection. The blood glucose reading was 425 mg/dl, now the blood glucose had decreased to 210 mg/dl. Caller stated that the insulin pump may be delivering some insulin. Customer will continue troubleshooting when he gets home from school. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.